Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit, pieces came out of the centrifuge and flew at the operator, and the operator did not seek medical intervention as a result of this event and was not hurt. According to the distributor, its customer elected not to return the unit for further evaluation.